Event description:
User experienced lower total psa results than free psa results for one patient over a two year period. Results for two samples from this one patient were provided. No units provided with any measurements. Sample 1, initial total psa result 0.246, free psa result 0.414.; repeat total psa result 1.1, free psa result 0.280. Sample 2, 2008, initial total psa result 0.397, free psa result 0.566; repeated twice gave total psa results 0.33 and 1.38, free psa results 0.29 and 0.410. No information was provided to determine if any adverse events occurred. If additional information is received, appropriate notification will be provided.